Event description:
It was reported that approximately 29 months after direct xience stent implantation in the proximal circumflex coronary artery, the patient experienced angina associated with nausea and diaphoresis while at rest. Tests were negative for myocardial infarction. The patient was treated with a percutaneous coronary intervention in the target lesion. Symptoms resolved and the patient was discharged the following day. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Angina, nausea, and restenosis are known adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the lesion was not pre-dilated prior to implanting the xience v stent. It should be noted the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It does not appear that the failure to pre-dilate the lesion contributed to the reported patient effects.